Manufacturer narrative:
The device has not yet been returned for analysis. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with an ep diagnostic catheter quadripolar d-type/blue and the blue coating on the tip of catheter was sheared off. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent a procedure with an ep diagnostic catheter quadripolar d-type/blue and the blue coating on the tip of catheter was sheared off. The returned product was visually examined under a magnification scope. While there were observed contaminants on the handle and shaft of the device, upon receipt, the device appears free from stains or discoloration. There are no observed cuts, gouges, scrapes, dents, defects, physical abnormalities and other damage. The device's shaft does not appear kinked or deformed due to twisting or bending. And all joints and electrodes appear intact with no visual separation or damage. The device appears whole and intact. There is no indication of any part of the device or tip being sheared off. The reported issue is not confirmed. The device history record for lot 2133664 shows that the device passed all visual and functional criteria prior to being distributed to the customer. A manufacturing record evaluation was conducted and there were no identified nonconformances. Manufacturer's ref. No: (B)(4).